Event description:
Reported alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl), hi, 188 mg/dl and 186 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.